Event description:
It was reported to philips that the allura system was not booting past 00:00. The device was not in clinical use. No harm to the patient or user was reported.a philips field service engineer (fse) inspected the system onsite and replaced the flexvision pc which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to bootup. A review of the system log files confirmed the malfunctioning of the flexvision pc. Upon functional testing, the fse found that the flexvision pc was bad. The part analysis for the defective flexvision pc was performed and it determined physical damage on the corner of its chasis. To resolve the issue, the fse replaced the flexvision pc and swapped drive to bay 3. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.